Event description:
Allied's quality assurance director received a phone call from end-user that they had received an allied regulator model 370 and the check valve wasn't producing the necessary flow to power the demand valve.